Manufacturer narrative:
(B)(4).

Event description:
Pentax medical received mw3599053 ((B)(4) via postal mail on 10/28/2015. The serial number on the report for the video bronchoscope was provided as (B)(4). The facility was contacted via telephone on (B)(4) 2015 in order to confirm information provided on the voluntary report. The initial reporter (risk analyst) stated section b5 of the voluntary report contains initial details received on 01/15/2014 regarding the event and states "toward the end of tracheostomy procedure, as scope was being withdrawn from the endotracheal tube, staff noted a burning smell. Tip of scope was burned. Replaced scope; no harm to patient." On 01/17/2014, the risk analyst received additional details regarding the event, as stated in section b5 of the voluntary report, "no damage to 1530 scope. Burning smell came from the light source (s/n (B)(4)), not the scope. Pentax medical received the video bronchoscope on 01/23/2014. Incoming inspection detected a mild dent and a severe crush on the insertion tube, non-functional remote control buttons #2 and #3, a single buckle on the umbilical cable, and color adjustment required on the ccd driver circuit board. The customer complaint was not confirmed. Repairs were performed on the video bronchoscope, which was successively shipped to the customer on 03/27/2014. Based on the information received from the initial reporter and the pentax medical inspectional findings, pentax medical has confirmed that a device malfunction, as defined in 21 cfr 803.3, did not occur with video bronchoscope model eb-1530t3/serial (B)(4) and considers this medwatch report closed.

Manufacturer narrative:
(B)(6) office, specification developer, (B)(4). Pentax of america, inc., importer, (B)(4). (B)(4) is submitting the report on behalf of (B)(6) office (B)(4).

Event description:
On (B)(6) 2015, pentax medical was made aware of a report (B)(4)) through an on-line search of the FDA maude database. The information provided in the database referenced video bronchoscope model (B)(4) and stated "toward end of tracheostomy procedure, as scope was being withdrawn from the endotracheal tube, staff noted a burning smell. Tip of scope was burned. Replaced scope; no harm to patient."